Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v018756, implanted: (B)(6) 2007, product type: lead. Product ID: 377760, lot# v018756, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device had shifted. It was noted that the shift was on friday but noted that she had a fall on tuesday night and has had pain in her back since tuesday night. It was noted that the patient has had good benefit from their device. Additional information received reported that the patient had a fall a week prior to report and thought that her implantable neurostimulator (ins) in her back had shifted down. It was noted that the patient was in pain. It was noted that the patient reported that she had a lost or stolen patient programmer.